Event description:
During attempted implant, the suture sleeve moved down the body of the left ventricular (lv) lead. The suture sleeve was successfully retrieved and affixed to the body of the lv lead to resolve the event. The patient was stable and there were no adverse consequences.